Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the patient experienced persistent atrial fibrillation (af) while attempting to pl ace the right atrial (ra) lead. The ra lead was removed and a different lead was attempted. The replacement lead was unable to pace and this lead was removed and successfully replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.